Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the pt to obtain additional info. The pt reported blood glucose results of 124 mg/dl with the lifescan meter and 86 mg/dl on a lab device, performed within a 21 to 30 minute time difference. Between the tests there was no intervention that would be expected to change the blood glucose. The pt reported that a few of the test strips were stuck together. The pt confirmed that they were able to break the test strips apart and successfully insert them into the test strip port. The pt neither alleged harm nor experienced injury or medical intervention. The meter, test strips, and control solution were replaced.